Event description:
Customer reports to have problems filling tubing. Customer reports that pump passed insulin through before numbers appeared on screen. Customer report to have received a compromised forced sensor alarm and a motor error alarm. Customer's blood glucose was 202 mg/dl. During troubleshooting for motor error, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during the prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump passed displacement test. The drive support was inspected and no anomaly noted. The insulin pump has minor scratches on the lcd window.